Event description:
Info received indicates the mattress cover is stained and fluid has leaked through to the inside of the mattress top cover.

Manufacturer narrative:
The technician replaced the mattress top cover to repair the bed.